Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this device was seen in the emergency room after experiencing a syncopal episode with trauma to the head. It was discovered electromagnetic interference (emi) episodes were being recorded with noise, oversensing and pacing inhibition. The patient reported that a massager was being used; this correlated to some of the timing of the events. The patient stopped using the massager but still reported pre-syncope/syncopal events. The local boston scientific field representative reported that the minute ventilation sensor was noted to be a factor in these episodes. As such, this sensor was turned off and rv sensitivity was decreased to 10 millivolts. The device remains in service. A. Yes, lead noise due to the mv sensor calibration.